Event description:
Upon servicing, electrode belt sn (B)(4) failed an incoming functional test. The electrode belt was returned for an unrelated reason.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt the electrode belt failed an incoming functional test due to a damaged cable. The ECG-c to ECG-d cable was pulled from the strain relief. The root cause of the pulled cable could not be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.